Manufacturer narrative:
The reported events of noise over-sensing and inappropriate mode switch were confirmed. The distal portion of the lead measuring 43.8cm was returned in one piece. Final analysis found that the insulation was abraded at 17.5 cm to 17.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited noise over-sensing leading to inappropriate mode switch. The lead was explanted and replaced. Patient was stable.